Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a metal piece came out from the screw head of the reported va locking screw or a plate when the surgeon almost completed tightening the reported va locking screw by a driver. According to the surgeon, possible causes could be screw insertion angle or too much torque applied (1.2nm). There was no delay in the surgery. No residue in the patient¿s body. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient data reported. This report is for one unknown screw/unknown lot number. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device broke intra-operatively and was not implanted or explanted. The 510k # isunknown, as specific part and lot numbers for the complainant part were not provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for one (1) unknown 2.4mm variable angle (va) locking screw.